Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device powering off without user input. Service evaluation verified the device powered off without user input. The cause was identified during a visual inspection to be depressed battery contacts which resulted in an intermittent connection. The rear case was replaced correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump powered off without user input. There was no patient involvement. No additional information is available.